Manufacturer narrative:
Product evaluation: analysis results not available; device not received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when connected to the nim system, the emg tube did not register a signal. The patient was reintubated successfully. There was no patient injury.

Manufacturer narrative:
Date of this report: 05/27/2016. Reused single use? Device available for evaluation? Yes. Received: 06/27/2016 rpt sent to FDA? Yes, # (B)(4). Date manufacturer received: 06/30/2016. Product evaluation: analysis found that when compared to the assembly drawing: visually, there was no damage or anomalies in the construction of the device which would have resulted in the reported event. When viewed under magnification, there was no damage to the plugs or connections. When compared to the harness drawing; the resistance of each lead shall be between 1.7 and 3.7 ohms, the actual measurements were as follows: red = 3.0 ohms, red with clear band = 3.0 ohms, blue = 3.0 ohms, and blue with clear band = 3.1 ohms [all readings are within specification]. There were no short circuits between electrodes and no intermittent behavior while manipulating connections. When compared to the assembly drawing for subdermal electrodes: the needle tip to connecting pin of the ground and stimulation return electrodes shall have a resistance of less than 2.5 ohms; the red/white electrode measured 1.9 ohms, and the green electrode measured from 2.0 ohms indicating an in specification condition. The instructions for use identify multiple reasons for a reduced, if not completely eliminated, emg responses to direct or passive neural stimulation [as a result of use error]. Conclusion: use error caused or contributed to event (B)(4); usage of device: initial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.